Event description:
In this case, it was reported via the implant patient registry that the patient had re-operation for a model 2800 aortic valve using a valve-in-valve procedure. The model 2800 aortic valve had been implanted for10 years and 11 months (131.17 months). Unfortunately, the reason for re-op was not provided.

Manufacturer narrative:
Device not returned. The device is not available for return as it remains implanted. This was a valve in valve procedure. It is unknown as to the reason for reoperation. No patient records have been made available.